Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting after the patient swam with the pump, the pump was rebooting every few minutes. The reporter stated that after the pump rebooted a few times, the pump emitted a low battery warning. The patient reportedly changed the battery and the pump emitted a replace battery alarm. The reporter confirmed that the battery cap was secure and there was no evidence of damage to the pump. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that there were power on resets observed in the black box. There was no visible moisture observed in the battery compartment or behind the lens. The pump powers up to verify screen with audible and vibratory sounds. There was no damage to the battery compartment and the battery cap was not returned with the pump and a test battery cap was able to fully tighten with no yellow o-ring showing. The pump was exercised for 24 hours with test battery cap and no power issues occurred. A case leak was found during the in house leak test. The pump cover was opened and moisture was present in the pump. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.